Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and found the dual diluent filter tubing had popped off and was leaking diluent on the counter. The tubing was loose but the fse was unable to reproduce the cause of the leak. The fse reconnected the tubing making sure it was a tight connection at the dual diluent filters to resolve the leak.

Event description:
The customer reported a leak when using the coulter® act diff analyzer. There was a leak from the tubing at the y fitting at the diluent filters inside the instrument. The volume was reported a one pint of fluid and the leak was not contained. At the time of the leak, the customer identified one patient sample with low test results. The customer reconnected the tubing, cycled the instrument and reran the patient sample running at the time the leak was discovered. The rerun test results matched what the customer expected from the known patient. The customer did not report the initial test results out of the lab. The operator was wearing a gloves when the leak was identified. There were no reports of exposure to mucous membranes or cuts. There was no death, injury or affect to user or patient treatment.